Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number anomaly or moisture damage to the electronic or motor assemblies was noted. The insulin pump had normal operating currents and no unexpected off no power, low battery, or battery out limit alarms were noted. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was also reported that the numbers on the insulin pump scroll up with out any input from the customer. Customer reported that she chnaged out the battery and then received a battery out limit alarm. Customer's blood glucose levels at the time 423mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).